Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) needed both the a (atrial) and v (ventricular) sockets to be replaced. The return status of the device is unknown. No patient complications have been reported as a result of this event. It has been further reported that the epg was returned for analysis.

Manufacturer narrative:
Product analysis :analysis was able to confirm the customer comment the atrial and ventricular sockets needed to be replaced, both output connectors were broken. It was also identified that the hanger was broken, the lower case was contaminated, the main label was damaged (torn) and the main seal was contaminated. The main printed circuit board was out of specification. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.